Event description:
The customer reported the system had a cine drive not available error. This would prevent the cine function from operating. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The cine bridge board and the cine hard drive were replaced during the service call. The system was tested and found to be working as intended and put back into service.